Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the homechoice (hc) unit during initial drain. The technical service representative (tsr) assisted with troubleshooting, and explained the alarm to the home patient (hp). Per the se 2240 callscript, it was determined that the hp had open clamps on any unused supply lines. The tsr explained to the hp that any lines not being used during therapy must be clamped prior to priming and reviewed proper procedures with the hp, per user manual. The tsr advised the hp to notify the peritoneal dialysis (pd) nurse of the alarm. The hp would start over with new supplies. No patient injury or medical intervention was reported. During a follow up with the nurse regarding the alarm, it was revealed that the issue was resolved, and added that the hp is doing fine and continuing therapy without issues. The nurse confirmed that the hp did report any loose connections, disconnections or defects on the supplies. Per nurse, the hp did not have any injury or harm as a result of this incident. The nurse did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated at this time. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line. The lot number is unknown, therefore a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).